Event description:
Olympus (omsc) was informed that the customer endoeye flexible 3d deflectable videoscope was returned to the olympus repair center for a reported ¿water leakage¿. The customer reported problem was found during an unspecified event. During the repair inspection, the adhesive of the distal objective lens was found peeled off. No death, injury or harm has been reported to olympus. This report is being submitted to capture the adhesive was found peeled off the distal objective lens.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, water leak found due to holes on the universal cord. Additionally, the adhesive of the distal objective lens was found peeled off. Also, the image has white marks/lines, the bending angulation is insufficient due to a stretched angle wire, the adhesive of the bending section cover is peeled or cracked off, water tight integrity lost at the light guide cover glass, the master and slave video connectors have dirt/debris that is difficult to remove, and the free/engage lever is discolored. There are scratches on the following parts of the scope: cover of the bending section, light guide coverglass surface, the grip, angulation lever, the up/down and right left plates, on the scope cover and case, the video light guide cable, on both video connectors (master and slave) and scratches on the light guide connector. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The scope was last serviced via repair on june 27th, 2019 for a reported air leakage at the distal end metal tip, bending section cover glue was chipped. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the investigation results, the legal manufacturer presumed that glue of the objective lens was peeled off by stress of repeated use, external factors, or handling. Olympus will continue to monitor complaints for this device.

Event description:
As a result of the device evaluation results, additional information was received. It was further reported that the device was inspected prior to use and no device fragment fell into the patient with the use of the subject scope. No adverse outcome to the patient or procedure has been reported to olympus.